Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Approximate age of device ¿ 9 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. It was reported that a CT showed larger pericardial effusion. The subject was taken to the or for wound dehiscence wash out and vac. The effusion was drained. The patient remains ongoing on the device. The heartmate 3 lvas IFU lists pump pocket or pseudo pocket infection and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that CT scan showed larger pericardial effusion and the patient was taken to the operating room for wound dehiscence, wash out and vacuum-assisted closure (vac). It was reported that effusion was drained. No further information was reported.